Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. We checked the returned unit and confirmed that the ccd driver pcb defective. Based on the result, we concluded that it was caused due to the ccd driver pcb fluid damage. In addition, we confirmed the light guide cable buckled, the air/water nozzle looseness[?]and the electrical cable broken; however, these are not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.